Event description:
In december 2005, the facility contacted baxter customer services to report a system 1000 hemodialysis instrument that did not alarm when the conductivity was unstable. This incident occurred before patient use, and no patient injury or medical intervention was reported in association with this incident. The home patient who used the machine has since had a transplant and no longer requires the instrument.